Manufacturer narrative:
A steris field service technician inspected the unit and identified a worn 90º fitting in the water line. The technician replaced the fitting between the s-4 cooling water valve and the water ejector, tested the unit, and returned it to service. The unit was tested and returned to service and operating according to specification.

Event description:
The user facility reported that their sterilizer was leaking water. No injuries or procedural delays/cancellations reported.